Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2016, johnson and johnson became aware of a (B)(4) regarding the acuvue oasys brand contact lens, received by the emea account manager. On (B)(6) 2013 at 9:45 am, the patient (pt) posted the following comments: I have experience the worst time ever with these contacts my eye got red, very dry and ulcers I couldn't stand to be out in the day I could hardly open my eyes yes I am interested in this suit my email is (B)(6). On (B)(6) 2013 at 9:53 am, the pt posted the following comments: I don't ever want to wear those brand contacts again it was a painful process I was put on ciprofloxacin it has help I wish I could insert the picture of my eye. I had to use these drops every two hours. So lets alert as many people that we can reach. Multiple attempts have been made to contact the pt for additional information. The date of the event, the lot number, affected eye, and product availability for return for evaluation is unknown. No additional information is available at this time. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.